Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is unable to rewind the insulin pump. Customer stated that the insulin pump has not been in use since (B)(6) 2014. On that date the insulin pump alarmed for off no power. Customer could not complete troubleshoot and will call back later. Called customer back to complete troubleshoot but no one answered. Nothing further reported.